Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and an upstream occlusion sensor test was performed per the spectrum preventive maintenance procedure with the unit passing. The device also passed additional upstream occlusion tests. Review of the device history log during the suspected preventive maintenance testing shows that the pump alarmed for "air-in-line," the device displays that an "upstream occlusion may exist." At this time, the date of event is unk.

Event description:
It was reported that during a preventive maintenance test, the pump did not alarm for an upstream occlusion when an occlusion was present. It was also reported that there was no pt involvement.